Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt serious and permanent bodily injuries, erosion, chronic infections, pain, urinary incontinence and the need for additional surgical procedures and medical treatment as well as the need for extensive future medical care. No other information is available.